Event description:
Pt with gj tube, uses enteralite infinity pump and delivery set for tube feedings and medications. Pt's mother reports that on an unk date in 2007, and on (B)(6) 2007, the tip of the red barbed adapter from the delivery set broke off in the gj tube and could not be removed. This resulted in leaking and an inability to insert a new delivery set. The pt's gj tube was replaced on both (B)(6) 2007. Pt's mother and home health nurses set up and administer tube feedings. The mother reports the three events involved three different nurses. All of whom were experienced with the infinity product.

Manufacturer narrative:
The product reported herein is available from the user facility for eval, but has not been returned as of today, (B)(4) 2007. Zevex has not yet received the product for eval, but upon receipt, zevex will evaluate the product and provide f/u info to FDA in a f/u report.